Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 3mm amplatzer vascular plug ii was chosen for implant using an unknown delivery system. During the procedure, while implanting, it was noted that the device was stuck and prematurely completely detached with the catheter. The cable connection was checked during the preparation and it was noted that it was in hoop. It was also noted that the device was prepped according to the IFU. The procedure was completed using a new 3mm amplatzer vascular plug ii. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a premature separation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported premature separation could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.